Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Additionally, it was reported that the graftmaster stent was used for treatment of an aneurysm. It should be noted that the otw graftmaster instructions for use states that: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter.

Event description:
It was reported that cardiac catherization performed on (B)(6) 2013 showed a dominant left circumflex that was totally occluded after a small 1st obtuse marginal artery (om1), distal left circumflex fills from left collaterals, saphenous venous graft (svg) to posterior descending artery (pda) is occluded. There is occluded left anterior descending artery (lad) of the ostium with patent left internal mammary artery (lima) graft. Lima graft looks good. Svg to large 1st diagonal artery (d1) is patent. There is a patent stent in the middle of the graft, distally there is an aneurysmal segment that is unchanged from the prior study. There is a large pulsating pseudoaneurysm that is much larger compared to the patient's previous cath. The decision was made to attempt to exclude this pseudoaneurysm by covering the ostium with a jostent covered graft stent. A 3.0x19 jostent graftmaster was deployed and did not fully seal off flow into the pseudoaneurysm. A second jostent graftmaster measuring 3.0x16 was placed distally and overlapping with the first stent. The pseudoaneurysm was then sealed with no further flow into it. The stents were post-dilated with a 3.25 non-compliant balloon. The procedure was completed successfully with excellent result and the pseudoaneurysm was completely sealed. There was no reported clinically significant delay in the procedure. The patient was kept for overnight observation which was completely uneventful; however, the patient did have a run of premature ventricular contractions on the telemetry but was asymptomatic. The patient was stable and discharged on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4).